Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert for right ventricular (rv) lead pacing lead impedance out of range. Rhythmcare discussed there is an abrupt increase in the pacing impedance to greater than 3000 ohms, which is high out of range. Rv intrinsic amplitude was observed to be out of range due to an abrupt decrease in amplitude, and non-sustained ventricular tachycardia (nsvt) electrograms (egms) show oversensing of ventricular lead noise. In addition, there was an alert for a signal artifact monitoring (sam) episode, in which the minute ventilation (mv) sensor was disabled due to impedance greater than 3000 ohms, and there were further episodes of noise in the ventricular fibrillation (vf) zone with delivery of seven bursts anti-tachycardia pacing (atp). Further assessment of the rv lead was recommended. The lead remains in service. No adverse patient effects were reported.